Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently observed air bubbles in the infusion set tubing. The customer's blood glucose was 200-400 mg/dl. The air bubbles were resolved by changing the cartridge.